Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000044027.

Event description:
It was reported that patient's system was unable to enter MRI mode. Troubleshooting revealed high impedances on one of the leads. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead has the high impedances.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025, wherein the lead with impedances was replaced to address the issue. Therapy was restored post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.